Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, a shaft fracture was identified. During preparation of the 2.50x20 mm taxus express drug eluting stent, the physician noticed the shaft of the delivery system was broken. The taxus stent never entered the body. The procedure was completed with another taxus stent.